Event description:
Olympus was informed that during the reprocessing of the ultrasound gastrovideoscope defects in the ultrasound probe were identified. There were no reports of patient or user harm associated with this event. The device was returned for evaluation and during the device evaluation, it was found that the acoustic lens was peeled and the ultrasonic transducer at the tip of the scope was broken. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customers allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: due to a pinhole on the channel tube the water tightness was lost, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, due to wear of the angle wire the play of the up/down knob was out of the standard value, the adhesive on the bending section cover rubber was detached, the adhesive on the bending section cover rubber had a chip and a crack, the electrical connector had corrosion due to water leakage, the ultrasonic transducer had corrosion, the connecting tube had a scratch, due to damage on the ultrasonic probe the displayed ultrasound image was defective with missing elements, the paint on the air/water cylinder was peeled, and the objective lens had a scratch. Based on the results of the investigation, the root cause could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A labeling review was not applicable because we could not determine if the phenomenon occurred due to the handling methods of users. Olympus will continue to monitor field performance for this device.